Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient was experiencing a return of their rigidity symptom. It was indicated that over the last couple of weeks they noticed a sudden change. It was also noted the implantable neurostimulator (ins) had moved higher and closer to the patient's skin. When the patient laid down in bed on their side, the ins ¿almost¿ touched the other ins. This began approximately three to four weeks prior to the report. The patient had an appointment to see their healthcare provider (hcp) three days after the report. It was stated that the hcp didn't think the neurosurgeon got the lead ¿deep enough¿ in the patient's brain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no event was noted. No troubleshooting, interventions or actions were taken. The healthcare professional indicated the patient was very anxious. The patient did not experience a loss of stimulation and it was unknown if there was an issue with lead placement.